Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported post-operatively after a subtrochanteric fracture implant operation, the distal part of proximal femoral nail antirotation ii nail was broken. It was not reported how or when this was discovered although and x-ray taken on an unknown date was submitted as evidence of the broken nail. No information regarding the removal of the nail was supplied on that a re-operation is needed. An image reading of the x-ray of the hip was conducted by a medical director from this manufacturer and reported the following: I reviewed the complaint description and x-ray image. I can confirm nail breakage can be observed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported only as 1944 with the patient age at the time of event believed to be (B)(6). Additional common device name: hwc. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.